Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported failure (flickering image) was not reproduced. However, since the device has a watertight defect, it is likely that the issue occurred because the image flooded, and temporarily flickered due to a communication failure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ this supplemental report includes a correction to b5 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a second camera was required to complete the procedure.

Manufacturer narrative:
This report is being supplemented to correct b5 as the statement ¿the user reported that this issue had occurred previously with the same device¿ was erroneously added.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a flickering image; the customer tried lugging it in and out and changing cable but nothing would alleviate the issue. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. However, the procedure was delayed for about 30 minutes. The patient was not impacted and there was no medical intervention required due to the delay. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. The reported flickering issue was not duplicated during assessment. Additionally the evaluation revealed that the device failed the pressure leak test; there was leaking in the video connector, this could be the cause of the flickering issue as moisture could penetrate inside the electronics components. Also, there were few dead pixels found on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a flickering image; the customer tried lugging it in and out and changing cable but nothing would alleviate the issue. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using the same set of equipment. However, the procedure was delayed for about 30 minutes. The patient was not impacted and there was no medical intervention required due to the delay. The user reported that this issue had occurred previously with the same device. There were no reports of patient harm or impact associated with this event.